Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the ampulla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken. However, it was observed that the cutting wire was bent, and the working length was twisted and bent. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, the cutting wire was observed bent, and the working length was twisted and bent in the distal section. Based on the available information, the problems found likely occurred during the procedure. The problems noted in the distal end of the working length were likely caused by manipulation and rotation of the handle. Additionally, the bend in the cutting wire could have been caused during insertion of the device into the endoscope. Short and deliberate movements should be used to prevent contact between the device and other surfaces. Based on all gathered information, the investigation determined that the most probable root cause for the reported event of cutting wire break is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the ampulla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.